Event description:
Around 9/10/94, another MFR's rep came to the hosp and informed the hosp that the company was voluntarily recalling some sutures. The rptr stated that the rep made it sound like "no big deal" and pulled all the sutures that were affected. The rep would not put anything in writing. The rptr heard nothing more until she received a fax from MFR on 10/5/94, stating that the sutures in 4 specially-made packs the hosp used, contained the recalled sutures. On 10/5/94, the rptr called the other MFR to inquire about the recall. She was faxed the product numbers of the recalled sutures which totaled four pages containing two columns each. The rptr is concerned that she never received anything in writing from the other MFR and only recently was informed by the pack MFR that the recalled sutures were on the trays used at the hosp. (Also see 1003667).